Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-02635 and 1627487-2013-02636. It was reported, the patient felt ineffective stimulation coverage as she only felt stimulation on her right side. Diagnostic testing revealed invalid impedances on multiple lead contacts. X-rays showed no lead anomalies, and the patient denied any falls or traumatic events. It was reported, the patient is trying to decide whether she wants a revision procedure. As the affected devices are unknown, all possible leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.